Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) ranged from 500 to over 600 mg/dl with moderate to large ketone levels. A correction bolus via the pump was delivered and manual insulin injections were used to address bg.